Event description:
It was reported that the patient experienced a loss of stimulation in her painful area due to lead migration. There was no stimulation in the foot, and very little on the lower leg. In addition, the patient experienced uncomfortable stimulation in the ribs and abdomen. The leads were surgically repositioned on (B)(6) 2010 and the patient outcome was reported as resolved without sequela as of (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3778-45, lot # v231292036, implanted: (B)(6) 2009, explanted: na; lead model 3778-45, lot # v227896019, implanted: (B)(6) 2009, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; programmer model 37743, serial # (B)(4); accessory model 37752, serial # (B)(4).